Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the head nurse had product in the office and was not there when the event occurred. There was no patient consequence. There are no other details available at this time.